Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the system shut down during a surgical procedure. The surgeon was able to complete the procedure. There was no harm to the pt. Add'l info has been requested.